Event description:
It was reported that when using the bd pyxis¿ es server, all new patients and orders were not crossing over to all stations from 2.45 pm. Customer stated that they are unable to pull any medications and all the stations had not gone into critical override at that moment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the task scheduler was not running. The technical support specialist (tss) restarted several essential services on the server, including bd external messaging, communication, and inbound services. The tss applied the resolution outlined in the knowledge article 'messages stuck - skipping dequeue - scheduled task - observer tool' on the server. The task scheduler was restarted. The customer's systems engineer (se) was informed to validate the server settings per the shared guidance. The hospital information technology team acknowledged the configuration, confirmed that the scheduled task had already been created, and resolved the issue. The system functioned after the technical support specialist troubleshoot the device.